Manufacturer narrative:
Manufacturer's ref# sf (B)(4). Follow-up of the event has been requested and a final report will be submitted upon follow-up. The device has not been requested for investigation, as it is not believed that there is an issue with device function.

Event description:
The patient complains of an allergic reaction in the form of a rash. The patient reports persistent (lasting over several months and started a few days after first use) skin reaction with redness, irritation and wetness on both ears on the external parts of the ears, and the skin reaction has spread to the forehead. The patient was in contact with authorized medical practitioner. It has been reported the area could have been exposed to other chemicals, which might be responsible. The hcp is trying to find out the root cause and has recommended to use another hearing aid. No known history of allergies or hypersensitivity.

Manufacturer narrative:
Manufacturer's ref #(B)(4). Follow-up of the event has been requested and a final report will be submitted upon follow-up. The device has not been requested for investigation, as it is not believed that there is an issue with device function. On 03-aug-2022: this is a final report. Causality cannot be confirmed, as patient refuses further testing (allergy testing). Final reportability rationale: technical investigation (DHR) concluded: no deviation or changes were found during manufacturing of the device. No device has been requested for investigation. The clinical investigation concluded: allergic reaction is identified in the risk analysis and mitigated to an acceptable level through device design by compliance with standards for biocompatibility. Still allergic reactions can occur in rare cases. The clinical evaluation does evaluate allergic reactions and the user guide includes a safety notification instructing the hearing aid wearer to contact the hcp in case of skin irritation- which they did resulting in corrective action. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. It is concluded that the current clinical evaluation and risk/benefit conclusions are sufficient risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Based on the above information the case is still considered reportable as the event / incident did lead to, or might have led to, death or a serious injury if it recurred.

Event description:
The patient complains of an allergic reaction in the form of a rash. The patient reports persistent (lasting over several months and started a few days after first use) skin reaction with redness, irritation and wetness on both ears on the external parts of the ears, and the skin reaction has spread to the forehead. The patient was in contact with authorized medical practitioner. It has been reported the area could have been exposed to other chemicals, which might be responsible. The hcp is trying to find out the root cause and has recommended to use another hearing aid. No known history of allergies or hypersensitivity. On 03-aug-2022: follow-up received. The patient has been reported to be a 80 year old female. Patient still not fully recovered. The inflammation has not healed conclusively, but got better after stopping the use of the hearing aids. Patient currently does not want further care by a specialist and refuses to take further steps to clarify the allergy. This means that the connection between the allergy/inflammation and the hearing aid cannot be conclusively clarified. The attending physician has received a list of the components in the hearing aid, but patient refuses further testing. This is a final report as no further follow-up is expected.